Event description:
A site representative reported that two clamp instruments each had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, is for two parts with the same catalog number. Part #1 - lot # 130429; part #2 - lot # 140528. Device manufacturing date is for two parts with the same catalog number. Part #1 - 04/29/2013; part #2 - 05/28/2014. Replacement devices shipped to site on 11/3/2014 for issue resolution.